Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old american indian or alaskan native female patient underwent revision breast augmentation with 350cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively; diagnosed during office exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
On march 24, 2025, the mentor failure analysis lab received the device for evaluation. Paperwork received mentioned that the right side device was not ruptured. Coding has been updated accordingly under section h. On march 31, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 350cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 17, 2025, mentor became aware that patient also experienced right side rupture in addition to right capsular contracture; baker grade IV. Hence, field b1 for "is product problem" has been selected, device problem code "material rupture" has been added on this form on february 24, 2025, mentor became aware that the replacement surgery with catalog number 3505320bc; serial number (B)(6) was on (B)(6) 2025. Hence, fields d6b have been updated accordingly on this form, reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and rupture manufacturer¿s reference number: (B)(4).